Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of the right femoral vein was attempted using two proglide devices with a 23f sheath after a pacemaker implantation procedure. Reportedly, during right femoral vein closure, the proglide sutures occluded the vein by capturing the back wall of the vessel. A thrombus occurred occluding the vessel. Eliquis was given to treat the occlusion. The proglide sutures were not removed. The patient was referred to a vascular surgeon. There was no clinically significant delay in the procedure or therapy. No additional information was provided.